Event description:
It was reported that over the past few months the pt sometimes experiences painful "electric shocks" to her pinna. Fitting and testing data to date are normal. The pt reports that the implant site aches most days whether the implant is worn or not. The pt is a successful ci user. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.